Event description:
Approximately three weeks ago the patient first noticed that they had a problem with speech understanding due to disturbance of sound. Testing confirmed that the device has malfunctioned.